Manufacturer narrative:
H.6. Investigation summary a retention sample of the complaint batch was evaluated along with a control batch. Returns were received on 03/12/2020 but based off confirmation of the retention sample, the return sample was not evaluated. Testing was completed per qc standard test method.  Excessive artifact resembling bacteria was observed in the retention sample of the complaint batch. A review of the most recent complaint data indicates a trend in confirmed complaints for artifact. Complaint is confirmed. A recall is being initiated for this batch. The batch history record was reviewed and no discrepancies were found. Root cause is under investigation and will be documented in our quality system.  Bd will continue to trend on complaints for artifacts. CAPA 1491251 has been initiated.

Event description:
It was reported the customer reported that while using bd bbl¿ gram crystal violet they noticed excessive artifact and precipitate. No erroneous results were reported. The following information was provided by the initial reporter: ¿customer is seeing clusters of artifacts on the slides that appear to be gram positive cocci from lot 9296589 for negative cultures and negative slides." 8 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the customer reported that while using bd bbl¿ gram crystal violet they noticed excessive artifact and precipitate. No erroneous results were reported. The following information was provided by the initial reporter: ¿customer is seeing clusters of artifacts on the slides that appear to be gram positive cocci from lot 9296589 for negative cultures and negative slides." 8 occurrences were reported.